Event description:
The pump was returned for investigation. Investigation revealed an internal clock battery malfunction. This report is made based on results of investigation completed on 03/31/2015.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 03/31/2015 with the following findings: the black box confirmed that the pump time and date defaulted after a power reset event. The time and date reset to default was duplicated during the investigation. The pump was opened to investigate and an internal clock battery malfunction was found.